Manufacturer narrative:
Product evaluation: the reported used cartridge was returned wrapped in gauze. Based on the cavity number this cartridge is lot 15067737 (one of two potential lot numbers provided). There is no visible viscoelastic in the cartridge. The cartridge does not have evidence of placement into a handpiece. The loose cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Four unopened cartridges were also returned for lot 15067737. One sample was pulled from the four returned unopened samples for this lot. The returned unopened cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The unopened cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. The customer indicated the use of a non-company iol. The root cause for the reported foreign material could not be determined. The cartridge indicated to be the complaint sample was not damaged. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported issue may be related to a failure to follow the dfu. No unqualified lenses should be used with the manufacturer's delivery system. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: two lot numbers were provided. Complaint lot number will be determined by used cartridge when samples are received. Complaint history and product history records were reviewed for both lots and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that something was adhered on the iol injected through cartridge. Adhered material was removed in the same surgery. The surgery was completed after replacing the product with another one. Additional information was provided that the initial surgery was completed without exchange of the iol or the cartridge.